Manufacturer narrative:
Result: clutch.

Event description:
It was reported by service report that the fowler will not stay up. It is unknown if there was patient involvement or if there are adverse consequences to report.